Event description:
It was reported that at approximately four months post op the patient had a second surgery to remove three suture anchors. According to the reporter the patient received a detachment of achilles with excision of retrocalcaneal exostosis from the left heel and reattachment with anchors in (B) (6) 2009. The patient had ¿spitting¿ (suture extrusion) of fiberwire and rejection of the suture material from her tendon; causing an open wound to the back of her heel. The patient developed osteomyelitis. On (B) (6) 2010 the surgeon removed the screws and did a debridement of the bone. The patient was started on a long term IV antibiotics. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that on (B) (6) 2010 a third surgery was performed where the surgeon did a second clean out of her calcaneus (heel bone) and debridement of the achilles tendon with a delayed primary closure and rotational local flap. Patient underwent IV antibiotics for 5 weeks. Currently the patients skin flap is doing fair to good. However, her white blood cell is up to 16 without any external signs of acute infection. Patient weight was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been received and evaluation is in progress. Device history record revealed nothing relevant to this event. This device is supplied sterile. Based on the information provided, the type of organisms identified, staphylococcus aureus and pseudomonas aeruginosa (pathogens responsible for common nosocomial infections) are determined to not be a product related issue. In addition, osteomyelitis is commonly caused by staphylococcus aureus. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.